Manufacturer narrative:
Investigation: investigation summary: one sample and one photo were received for evaluation. Both show a 30ml syringe with rolled stopper, therefore failure mode is verified. The stopper is all the way down in the barrel. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Cameras were implemented to detect rolled stoppers during the manufacturing process. Syringes determined to be defective are automatically rejected by the machinery. The camera is challenged every shift to ensure it is functioning as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a device history record review could not be completed as no batch number was provided. Root cause description: rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Rationale: cameras were implemented to detect rolled stoppers during the manufacturing process. Syringes determined to be defective are automatically rejected by the machinery. The camera is challenged every shift to ensure it is functioning as intended.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with leakage. There was no report of injury or medical intervention.